Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention in the mitral position due to severe stenosis secondary to calcified leaflets after an implant duration of seven (7) years and ten (10) months. The 27mm original bioprosthetic valve was disabled. Both devices remain implanted. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without return of the device or additional information the clinical observation cannot be confirmed and root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.